Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort in the scrotal area due to implant being oversized. The patient also noted that he was having issues pumping up the implant. The ipp was explanted. No additional patient complications reported.